Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked battery tube, missing reservoir tube retainer and missing reservoir tube o-ring. No crack on lcd display window noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a big crack on the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.